Event description:
The customer reported that a charger fail error message displayed on the system. No pt injuries were reported.

Manufacturer narrative:
The ge service rep replaced the battery pack. He tested system by taking fluoro shots. System operating as intended.